Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot c2025927 of echo-hd-3-20-c was not returned to cirl. With the information provided, a document based investigation was conducted. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. A production nc (non-conformance) was noted on the work order for the needle sub-assembly but this component was replaced and did not contribute to the reported issue. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2025927. The notes section of the instructions for use (ifu0077-5), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use and "ensure the stylet is fully inserted when advancing the needle into the biopsy site" there is evidence to suggest that the customer did not follow the instructions for use in relation to the stylet. (Ifu0077-5). Additional information received from the customer confirmed that the needle did contact with the patient. Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. The answer to q.28 of the additional questions indicates that the stylet was partially removed when advancing into the target site. Even though it is unknown how far back the stylet was retracted by the user this may have contributed to the distal needle break that occurred as the stylet provides support to the needle when puncturing the target site. Another possible root cause is that excessive force was used when attempting to retract the needle which caused it to break at the distal end. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report is being submitted to the completion of the investigation on 28-apr-2023. Top of the needle broke of about 2 cm on the tip. No patient contact a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are images of the device or procedure available? No . If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. If the device is a procore needle, is the device damage located at the notch / core trap? Yes, if no, please specify where the damage is located. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? N/a, yes, no. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? Pancreas . Please describe the size of the intended target site. 1cm . If not with the device in question, how was the procedure performed and/or finished? With new echo-hd-3-20-c . Was the device damaged in packaging prior to removal? No . Was the device damaged on removal from packaging? No . Was force required to remove the device? N/a, . Did the patient require any additional procedures as a result of this event? No . What intervention (if any) was required? . Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure, . Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No . If yes, please specify what was observed and where on the device it was observed. . What is the scope manufacturer and model number that was used? Olympus_ gf-uct-180 . Was resistance felt while inserting the device through the scope? No . Was the scope recently serviced / repaired? No . When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On needle retraction . Was the syringe used during the procedure, after the stylet was removed? Yes . Was difficulty experienced while retracting the needle? Yes . Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, . Was the endoscope in a flexed or twisted position at any time during the procedure? No . Was the stylet partially removed when advancing the needle into the target site? Yes . How many samples were obtained (passes completed) with this needle? None . Did any section of the device detach inside the patient? No.